Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that a "pump not primed" alarm had occurred 2 to 3 times over the last month and that in order to clear the alarm the pump required a full rewind/load/prime sequence. Reportedly, there was no damage to the battery cap or battery compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:a review of the pump black box data indicated no unexplained pump reboots. During a visual inspection of the pump, the battery compartment threads were observed to be damaged. A battery cap was not returned with the pump; a test battery cap was used to complete investigation. The test battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions or related alarms. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.